Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, this was a case with a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The valve was implanted too aortic (100/0 on the ncc side and 90/10 on the lcc side) due to tortuosity of the transverse aorta and the ascending aorta, and the bias of the wire. There was paravalvular leak and aortic regurgitation with risk of embolization. Therefore, a second 23mm sapien 3 ultra valve was rapidly prepped and deployed in the desired 80/20 position. The result was good, with no paravalvular leak and aortic regurgitation, considering the difficult anatomy. There was no gradient across the valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it remains implanted. The complaints for valve malposition, paravalvular leak and central regurgitation were unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "a 23mm sapien 3 ultra case by transfemoral approach in aortic position. The valve was implanted too aortic (100/0 ncc side and 90/10 lcc side) due to tortuosity of the transverse aorta and the ascending aorta and the bias of the wire. There was paravalvular leak and aortic regurgitation with risk of embolization. Therefore, a second 23mm sapien 3 ultra valve was rapidly prepped and deployed in the desired 80/20 position. Good final result (paravalvular leak and aortic regurgitation) considering the difficult anatomy". Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per training manual, "factors that can make it difficult to cross are wire bias into commissure, horizontal aorta and tortuous thoracic aorta". In this case, patient had torturous and horizontal aorta, additionally the wire had bias which required greater pushability during crossing the native valve and positioning. These factors could have influenced improper positioning and deploying the valve too high in the aorta. As such, available information suggests that patient factors (tortuosity, horizontal aorta) and /or procedural factors (bias of the wire) may have contributed to the valve malposition due to the valve malposition (too aortic), it is likely that the pvl skirt was unable to properly seal against the annulus such that this led to paravalvular leak (pvl). As such, available information suggests that procedural factors (valve malposition) may have contributed to the complaint event. In this case, valve was implanted too high causing paravalvular leak. It is possible that the pvl caused inadequate blood flow pressure for proper functioning of the leaflets resulting in valve central regurgitation. As such, available information suggests that procedural factors (valve malposition, paravalvular leak) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.